Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised forced sensor system and excessive no delivery test due to blank display. Pump received with stripped battery cap(p) coin slot.

Event description:
The customer reported via phone call that the insulin pump had damaged at top of battery cap. The customer¿s blood glucose level was 318 mg/dl. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.